Manufacturer narrative:
Investigation is still in process. A supplemental 3500a report will be submitted to the FDA once that the product analysis is completed. Concomitant product: stockert us catalog #: 39d76x, serial #: (B)(4).

Manufacturer narrative:
Manufacturer reference #:(B)(4). It was reported that during approximately 2 hours into the procedure, after the physician was isolating the left and right pulmonary veins, an impedance warning on the stockert generator was noticed. The physician pulled out the catheter and char was observed. The physician exchanged the catheter and the procedure was finished without harm to the patient. Upon receipt, the catheter was visually inspected and it was found that the tip had char. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also, irrigation test was performed and the catheter failed since the irrigation holes were occluded with char residues. The irrigation tubing was reviewed and no other occlusion was observed. The reported complaint about char was confirmed; however the root cause of the char remains unknown. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that during approximately 2 hours into the procedure, after the physician was isolating the left and right pulmonary veins, an impedance warning on the stockert generator was noticed. The physician noticed that the signals were not melting and after a while the ep-shuttle stopped with a high impedance warning. After resetting the generator, the physician continued the procedure only to find out if the high impedance happens again. This condition happened about 4 times. The physician pulled out the catheter and saw a rather large amount of charring (for an sf catheter). The physician exchanged the catheter and the procedure was finished without harm to the patient.